Event description:
The customer contacted baxter's technical service center regarding a check lines and bags alarm, which occurred on the homechoice during the prime cycle. The baxter technical service representative began troubleshooting and the caregiver (cg) accidentally pulled the spike out of the port. The tsr explained the cg would need to start over with new supplies since the set-up was compromised by unsterile air. No patient injury or medical intervention was reported at the time of the initial report. Product surveillance contacted the home patient (hp) regarding the reported issue. The hp stated he discarded the sample and started over with new supplies. Lot number unknown. There was no patient injury or medical intervention reported. The hp is continuing therapy on the homechoice with no issues.

Event description:
Our rep is reporting to us that during an arthroscopic meniscal repair, the silicone retention tube of 3 omnispan meniscal fasteners fell off of the fasteners into the patient's joint space. The tubings were easily retrieved from the body and the procedure was concluded successfully without further issue or harm to the patient. The complaint devices were discarded at the user facility. Also see associated mdrs 1221934-2010-00461 and 1221934-2010-00462.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.

Manufacturer narrative:
(B)(4). The root cause of the spike separating from the bag was due to use error. A labeling review was performed and found to be adequate. The reported problem was resolved over the phone. A batch review was not performed as the lot number was unknown. Baxter will continue to monitor similar reports to determine if further actions are required.